Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc), but omsc could not evaluate the subject device since the device was used for a patient with an infection. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged and the error occurred since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic sigmoidectomy, the subject device was used. After more than 2 hours of the start of the procedure, an unspecified error occurred and the user became unable to use the subject device. The tissue pad of the subject device was separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.